Event description:
The doctor reported rupture of left implant confirmed by CT scan. This device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: : rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of left implant confirmed by CT scan. This device has been removed.